Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Treating healthcare professional (hcp) reported a patient was injected (by another hcp) with juvéderm® ultra in the tear trough (under eyes) and in the cheeks. Patient experienced ¿redness and swelling ¿ suspected to be an infection.¿ hcp also reported ¿patient was not experiencing pain but had discomfort.¿ treating hcp reported events were ¿in part technique related.¿ treating hcp biaxin as treatment; two days later, patient was given eye drops for ¿eyelid droop¿ and was also treated with hyaluronidase. Symptoms resolved less than a month after injection.